Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the buttons hard. The customer¿s blood glucose was mg/dl. The customer also stated that the buttons were sticky. The device will not be returned for the analysis.